Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device was discarded by facility.

Event description:
Patient underwent a stand alone a-fib ablation in (B)(6) 2016. Seven days post-op presented to hospital with chest pain and shortness of breath. Pulmonary embolism was confirmed by CT scan. Treatment provided is unknown. A follow-up done with the electrophysiologist, it was stated that the patient is doing fine and is in sinus rhythm.